Manufacturer narrative:
(B)(6). Date of report: 06 aug 2019. The manufacturer¿s international service technician replaced the data acquisition (da) pcba to address the reported problem. The customer returned da board was installed in an fi test ventilator. The pressure accuracy test which had failed per the complaint was performed and passed with excellent margin. The ventilator started up and operated in normal ventilation without any errors occurring. No failure was found. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician noted that the airflow pressure was out of specification. There was no patient involvement.